Event description:
It was reported that the atrial lead had to be repositioned for an unknown reason. During the procedure, the physician elected to explant and replace the lead. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.